Event description:
Pt's daughter spontaneously called in to report she had some issues with 3 or 4 cassettes. She is unable to put anything into the cassettes (air or liquid) and confirmed she is using them correctly. One lot number is 3745652 but unk if they were all same lot. She also reports she had issue with about 6 mini spikes - they did not have holes on the end, so she was unable to draw up liquid. One lot number was 0061648071. Unk if they were all same lot. No other info is known. Pt does not have cassettes available. Reported to (B)(6) by pt/caregiver.